Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of a patient with abdominal pain due to aneurysm sac growth and an endoleak at an indeterminate origin on (B)(6) 2018 as reported by (B)(6). The date of event is (B)(6) 2018 based on when the patient complained of pain to the reporting physician. The patient has a history of para-renal aneurysm with originally one upper and one lower aneurysm. The patient was originally implanted with an afx bifurcated stent graft and infrarenal aortic extension on (B)(6) 2013 by physician (B)(6) at (B)(6) hospital. This original procedure was completed to resolve the lower aneurysm with the possibility of treating the upper aneurysm at a later date. When the patient presented with pain on the date of event, it was discovered that the untreated upper aneurysm had grown in size and into the lower aneurysm with an indeterminate endoleak. This caused the lower aneurysm to grow in size as well. The patient was referred out due to the para-renal aneurysm with a potential plan to snorkel or explant. During re-intervention on (B)(6) 2018, the patient was treated by implanting an afx2 bifurcated stent graft and two (2) vela infrarenals by physician (B)(6) at (B)(6).

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on 05/22/2018, 06/06/2018 and 06/14/2018 and no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4)%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%.

Event description:
During the secondary treatment on (B)(6) 2018, the physician confirmed a fabric tear (type iiib endoleak) near the bifurcation. No devices were explanted and the procedure concluded without incident.